Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: review of the black box data revealed a cartridge fill recorded on (B)(4) 2018 at 15:20. According to the black box data a motor error alarm occurred due to the user priming the pump during an occlusion. On (B)(4) 2018 at 17:17, a successful prime of the pump was recorded. The pump continued to delivery basal insulin with no rise in force or repeated occlusion thru the end of pump use on (B)(4) 2018. On investigation, the pump powered on normally and was exercised for 24 hours without error, alarm or warning and no occlusions. Investigation did not duplicate the complaint.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia while on insulin pump therapy evidenced by blood glucose measuring above 500 mg/d. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated that the patient was given ¿a bunch¿ of insulin and their blood glucose did not come down for eight hours. The reporter stated that the patient¿s mother changed the basal settings in the pump, doubling the basal rate. The reporter alleged the pump emitted a call service 064 alarm indicating an occlusion during the prime operation. The reporter claimed the insulin cartridge could not be manually primed and the pump motor would not allow prime past 170 units. During troubleshooting with animas customer support, the customer was able to change the infusion set and site and was still unable to fully prime the pump. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with the inability of the pump to fully prime as evidenced by call service alarm code 064.